Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2011 with hyperglycemia. The details of the blood glucose (bg) levels and symptoms of hyperglycemia are unknown. The patient received intravenous insulin and fluids, and was transitioned to insulin via syringe during the hospital stay. The reporter stated that the patient was wearing the pump without any insulin in the cartridge. Customer support contacted the local animas clinical manager (cm) who noted that the patient revealed to her that he ran out of insulin, he did not have a proper prescription to purchase more insulin, and he ran out of pump supplies. The cm reported that the pump history indicated that he was not delivering boluses; he reportedly told her that he knew he would not have enough insulin and purposely avoided boluses prior to the hospitalization. She stated that she reviewed the pump settings and provided instructions for re-initiation of pump therapy. The cm noted that the hospital social worker was coordinating the delivery of pump supplies, insulin, and new prescription for insulin. This complaint is being reported because, the patient knowingly used the pump without insulin and that this use error caused the hospitalization for hyperglycemia. The patient was unable to provide information at the time of the initial contact. It was later discovered that the patient does not have a home address and cannot be contacted by phone.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation and is not expected at this time. There was no allegation of malfunction or defect. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).